Manufacturer narrative:
B3 approximated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Fluid loss is suspected and a revision surgery is planned. There were no patient complications reported.